Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities. Angina and stenosis are listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
The patient presented with stable angina and the procedure was to treat a de novo bifurcation lesion in the mid left anterior descending artery. The index procedure was performed on (B)(6) 2013 and a 2.5x33mm xience prime rx stent was successfully implanted by performing pre and post dilatations and kissing balloon technique. On (B)(6) 2015 the patient presented with stable angina and restenosis was found via angiography within the xience prime stent as well as the index lesion. The patient was hospitalized and the restenosis was treated via angioplasty with an unspecified balloon. It was confirmed that the patient was compliant with dual antiplatelet drug therapy (dapt). The patients condition improved and was discharged from the hospital. The physician commented that the issue is not related to the index procedure and dapt. No additional information was provided.